Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon used devices and found that the clips were not closing on the vessel properly and was leaving a small gap. Unknown how case was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Were the clips malformed? Yes, did not close properly and left a gap in the clip scissored? No. Clip gap? Yes. Tear drop? No. Was the clip formed properly, but would not hold on the vessel? No. Did the clip fall into the patient? No. If yes, how was the clip retrieved? N/a. Was the vessel occluded as intended? No. Was there bleeding? A small amount. If yes, how much bleeding? Small amount. Transfusion, blood products or fluids required? No. Was there a "bile" leak? No. Was intervention required? No. Which firing of the device did this event occur on? Lap chole. What vessel or structure was the device fired on at the time of the event? Cystic artery. Was the clip fully advanced into the jaws prior to firing? Yes. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? If so, when? No. Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? No. What were the indications for surgery? What was found? No. Does the patient have any relevant history of surgical treatments? If so, what? No. Did somebody other than the primary surgeon fire the instrument? If so, whom? Surgeon. The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.